Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se charged the battery, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a battery diagnostic message. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The patient was not harmed or injured as a result of the event.